Manufacturer narrative:
A ge rep evaluated the system and replaced the wig-wag brake pad. System operates as intended.

Event description:
Customer reported the wig-wag lock is loose. No pt injury was reported.